Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The issue could not be replicated the system passed a system checkout and was determined to be operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used during a spinal procedure. It was reported that the site was about to take a spin. They received a message on the system stating "3d mode disabled navigation connected but not ready." They tried to restart the imaging system with no resolution.  They rebooted the imaging system and the navigation system with no resolution. The site decided to bring in a different set of systems to proceed. There was no reported impact to patient outcome and a reported delay of less than one hour.